Event description:
Immediately after the catheter was advanced (within 15 seconds) the pt experienced flushing, shortness of breath and tachycardia. The pt stated the "top of her head was going to come off." Facility feels that something was terribly wrong. Pt got a rash on her face, neck, and arms where the catheter was inserted, the rash took a week to 10 days to resolve completely. Facility is no longer using this device because of past experiences.